Event description:
A pt reported experiencing a hypoglycemic reaction while using a one touch ultra meter. Pt has been diabetic for 45 years and started using the ot meter 2 weeks prior to this report. The date of the event is unknown. The night before the event, pt's blood glucose was reportedly "19.3mmol/l" on the ot meter and 10.4mmol/l on a non-lifescan meter. Pt decided to go with the ot meter reading and took 14u of humabg per their insulin sliding scale. Prior to taking the humalog, pt had also taken their set amount of 10u of humulin n at 08:30pm. Pt woke up at about 05:00am, experiencing sweating and shakiness. Pt knew they were having a hypoglycemic reaction and drank 2 glasses of orange juice and ate some cookies. Pt did not seek any medical advice. No further information has been reported.